Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists potential adverse events, including pericardial fluid collection and stroke, that may be associated with the use of the hm3 lvas. Section 6, ¿patient care and management,¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had blurry vision with intermittent double vision. Computed tomography of the head showed embolic stroke. No treatments were performed as the patient was on anticoagulation. It was noted that the vision slightly improved. Additional information was received that anticoagulation, heparin and warfarin, were stopped on (B)(6) 2026 due to cardiac tamponade, and it was restarted on (B)(6) 2026. The patient continued to have intermittent double vision. The patient was discharged home and was to be followed up with outpatient ophthalmology.